Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was asymptomatic. According to the report, the estimated glucose value (egv) was 297 mg/dl and the blood glucose (bg) was 381 mg/dl. The patient reportedly made a treatment decision based on his pump readings. However, according to the patient, he missed changing the pump properly which reportedly led to the issue where the pump didn't release insulin. The patient reportedly mentioned that it seemed that the pump was malfunctioning, connecting to the battery issue where the pump can't provide the correct insulin needed. The patient panicked because of the high readings he was getting and mentioned that this was the reason why he went to the hospital. But on his way to the hospital, he already disconnected the pump. According to the complaint, the comparison was made en route to the hospital and he took out the pump when he was on the way to the hospital as he was under the impression that the pump malfunction. The patient was admitted with diabetic ketoacidosis (dka). He was treated with an intravenous (IV), a bag of saline and potassium. He underwent blood testing. The next day, the patient was reportedly okay and at his house. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.